Event description:
Iflow home pump c-eries elastomeric pump; the rate of the pump was 5ml/hr total volume 241ml to run for 46 hours. Infusion completed 16 hours earlier than anticipated. Date of therapy: (B)(6) 2015, stop of therapy (B)(6) 2015.